Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial (B)(4), found high battery resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received unknown baclofen (2000mcg/ml, 713 mcg/day) in an implantable pump for an unknown indication for use. The patient presented on (B)(6) 2017 with an active critical alarm. Interrogation revealed a low battery reset and safe state occurred on (B)(6) 2017. The nurse that performed the last two refills indicated receiving 2ml more than expected. Since the volume discrepancy was consistently 2ml, the hcp was monitoring the patient. The patient was refilled every 4 months. The hcp questioned whether the catheter was the issue or if the battery was slowly draining. The hcp was going to look at scheduling the pump replacement and would manage the patient with oral baclofen for now. The hcp was also going to consider doing a catheter dye study to check for catheter patency. The hcp would just replace the catheter was well if an issue was discovered. The patient was quite stiff, but had no other symptoms of withdrawal yet. It had been several hours since the pump went to minimum rate mode (96mcg/day). The hcp would have expected the patient to have more symptoms by now. No further complications were reported/anticipated.

Event description:
Information was further received from an hcp via a representative indicating that a catheter dye study was performed but no results had been communicated to the representative. The pump was explanted and another implanted on (B)(6) 2017 without a representative present. The pump was being returned.